Event description:
Caller reported that t:slim x2 pump battery would not charge despite using tandem equipment and leaving it plugged in for 30 minutes. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump for insulin therapy.